Manufacturer narrative:
(B)(4). Investigation results: one flexiva ID 550 laser fiber was returned in one piece. The fiber measured approximately 375.4 cm from the top of the connector to the tip. No exposed glass tip remained on the device. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the distal tip was not returned. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to fully illuminate it, indicating that the fiber is broken within the connector. It is likely that due to the fracture within the connector that the fiber connector would overheat, confirming the complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on february 4, 2020 that a flexiva ID 550 laser fiber was used in a holmium laser enucleation of the prostate (holep) procedure in prostate performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 20 watt laser console with settings of: 2 joules with 60 hertz, 2 joules with 20 hertz and 1.5 joules with 30 hertz. According to the complainant, during the procedure, the laser fiber was not firing properly and the connector was noted to be hot. Reportedly, there was no burn injury to the user. The procedure was completed with another flexiva ID 550 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications.